Event description:
The reporter contacted animas on (B)(6) 2014 alleging the ok and up arrow buttons had intermittent unresponsiveness and required multiple presses to evoke a response. The reporter state this issue began about a month ago. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.